Event description:
Per pt. Tracking dept system was removed for infection per rep. Rep was called and it was found out that md had explanted the system without telling the rep and implanted an ela system. They do not have a date of explant. Also removed were: lumos vr-t, MDR 1028232-2007-00415, setrox s 60, MDR 1028232-2007-00416.